Manufacturer narrative:
This report is submitted on april 11, 2018.

Event description:
It was reported that the patient (young child), who was using a cochlear implant sound processor in combination with a third-party fm receiver accessory, was able to remove the sound processor's battery module and put it in their mouth before a carer intervened. This was reported as a potential choking hazard and no injury or harm to the patient was reported.